Event description:
Since (B)(6) 2013, laboratories began experiencing problems with the west nile igm eia, specifically that the kits would not pass, that the calibrators were out of range, high. The product is the west nile igm eia produced by (B)(6), product #el0300m. We have since learned that multiple laboratories were impacted, they too, being told that they were the only laboratory impacted. Some of the affected labs discontinued testing. There was no notification to the users of this product. I cannot say more because I was instructed not to contact you, but I believe the appearance of possible intentional deceit on the part of the MFR requires that I contact you, that I am ethically bound to notify you, even at this later date. The problem as far as we know was, and maybe still is, ongoing. Dates of use: 10/01/2013-10/10/2014. Diagnosis or reason for use: for treatment of west nile pts.